Manufacturer narrative:
No product was received for evaluation. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 21 oct 2025 from a health care professional (hcp) at a critical care facility, who stated a dialysate bag broke, splashing onto the nurses scrubs, when initiating renal replacement therapy on 21 oct 2025. Additional information was received on 22 oct 2025 from the hcp who confirmed there was no adverse impact to the nurse and no medical intervention was required.